Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, a shaft break occurred. The de novo target lesion was in an unspecified non-calcified, non-tortuous location. A 5.0x16mm liberte stent had been selected and advanced to treat the target lesion. For unk reasons, the physician removed the device from the pt, and it was noticed that the shaft was snapped. The procedure was completed with another of the same device. There were no pt complications reported. The pt's current condition listed as "stable".

Manufacturer narrative:
(B)(4).